Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on: (B)(6)2007: patient was peroperatively diagnosed with soft disk herniation c5-6 and c6-7 with spinal core and nerve root compression. As per op-notes ¿ the c5-6 interspace was gently distracted. An appropriate sized peek spacer was filled with a bmp soaked sponge and gently impacted into place. The identical procedure was performed at the c6-7 level.¿ patient tolerated the procedure with no complications. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.